Event description:
Medfusion infusion pump was off and in the patient's IV pole for medication administration. As soon as the nurse turned on the pump, it showed an error message with a continuous alarm sound and a red light on. The message read "e.fail_safe.resource.error... Sp:0x2536..." No harm to patient resulted from this malfunction. So far, there has been 4 different pumps presenting the same error. All these pumps are new pumps purchased by our hospital from smiths medical last year and delivered to us in [date redacted]. They are @ one month old. The total units purchased under the same purchase order was 35 units. So far, no other pumps from that purchase or previous acquisitions have failed with the same error. We will continue to monitor. Manufacturer response for pump, infusion, medfusion (per site reporter) a biomed technician contacted a couple times smiths medical technical support for assistance with this error. There has been no answer back from them other than they are re-searching the error as no information was available about that specific code.